Event description:
It was reported the patient¿s device was ¿moving in her body.¿ it was further reported the leads were ¿fine¿ and that the ¿implantable neurostimulator (ins) had moved toward the leads.¿ the patient was unsure of when the device moved, but noted her pain started on (B)(6) 2013. It was stated her device was working ¿for the most¿ part until (B)(6) 2013. The patient was noted to have visited the emergency room on (B)(6) 2013. It was stated the patient could not ¿stand straight¿ and that ¿it took her breath¿ at the time of report. It was noted the patient¿s pain was located at ¿t8-9, legs, feet, and thighs.¿ it was further noted the patient experienced ¿pain up and down her legs¿ and that ¿sitting and standing was hard for her¿ at the time of report. It was stated the device was causing a ¿tremendous amount of pain¿ at the time of report. It was reported the patient¿s stimulator had ¿come loose¿ and they wanted the device explanted. It was noted the patient¿s physician had given her a prescription muscle relaxant which was ¿easing the pain off really good¿ causing the patient to report ¿so I know that it¿s in that muscle that it¿s interfering with.¿ the patient further noted the device was ¿lying in the muscle.¿ it was reported the patient was ¿worried it would sever her spinal cord¿ and that her physician stated ¿it wouldn¿t.¿ it was additionally noted it was known ¿the leads were still in place because it turned on.¿ the patient reported the ins ¿did help with the nerve pain damage and the sensations in her legs and feet¿ and stated ¿the pain she had with it since it¿s come loose did not warrant her keeping it.¿ additional information reported the patient still had problems with her system. It was stated the patient wanted to have the device removed but did not have insurance. It was reported the patient saw a healthcare provider and a manufacturer representative on (B)(6) 2013. It was stated the patient was waiting for an update from the doctor¿s office about scheduling a removal. Additional information reported the cause of the event was generator migration toward midline. The patient¿s orthopedist and primary care physician needed the patient to have an MRI for her knee and lower back and were requesting removal of the patient¿s spinal cord stimulation (scs) system. It was noted there was discussion about repositioning the patient¿s device instead of removing it. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had to stay in bed constantly. It was noted that the patient had the device off. It was reported that the device was lying on a muscle around the leads. It was noted it never had "gone all the way up as high as it need to in the thoracic area." It was reported that the patient had two spinal fusions. It was noted that the pain was centered in the muscle right about the rib cage or at the bottom of the patient's rib cage where "this thing's laying on it." It was reported that the patient was in discomfort. It was reported that it takes the patient's breath away and "cuts me in two."